Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of and the treatment for the peritonitis were not reported. The patient was not hospitalized for the event. No further information was provided regarding the patient¿s outcome from the event or whether pd therapy was ongoing. No additional information is available.